Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by the clinical support specialist (css) that the pump alarmed several times for helium loss 2, and the staff was not able to determine the cause. The staff then exchanged the pump and stated that there was no blood in the gas tubing, nor any kinks. The pump was running for about 1.5 hours prior to the alarms. The patient is stable and well supported by the current pump with no alarms. As a result, the original pump was sent to biomed. There was no report of patient complications, serious injury, or death.

Event description:
It was reported by the clinical support specialist (css) that the pump alarmed several times for helium loss 2, and the staff was not able to determine the cause. The staff then exchanged the pump and stated that there was no blood in the gas tubing, nor any kinks. The pump was running for about 1.5 hours prior to the alarms. The patient is stable and well supported by the current pump with no alarms. As a result, the original pump was sent to biomed. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
Qn#(B)(4). No iabp part was returned to teleflex chelmsford for investigation. The reported complaint of "pump alarmed for helium loss" is confirmed based on the attached photo. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.